Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that the heater bag had become loose from the heater line which is known to cause the reported alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during fill one of four. The patient was connected at the time of the alarm. The technical service representative explained the alarm and advised the patient to start over with all new supplies. During troubleshooting, it was determined that the heater bag became loose from the heater line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.